Manufacturer narrative:
E1 - event site name: (B)(6) hospital. E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed to inflate the balloon. There was patient involvement, but the device was switched out to continue treatment and no harm was reported.